Event description:
A malfunction alarm with code malf 12 was reported, but there were no notable events leading up to it. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction reappears, which was acknowledged and understood by the caller.